Manufacturer narrative:
Device analysis report attached. This report is submitted on december 11, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on november 07, 2023.

Manufacturer narrative:
This report is submitted on october 13, 2023.

Event description:
Per the clinic, the patient developed an infection around the magnet site, exposing the magnet. The patient also experienced magnet dislodgement. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). However, the issue did not resolve. The patient was placed under general anesthesia on (B)(6) 2022 to undergo a surgery for magnet replacement, skinflap rotation and skin debridement. However, the issue still did not resolve. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.